Event description:
Customer reportedly obtained results of 108mg/dl and 38mg/dl on the compact plus system within 10 minutes. An additional comparison reports results of 38mg/dl and 115mg/dl on the compact plus system within 10 minutes. No treatment information provided. No adverse event reported. Requested return of suspect system, and replacement was sent.